Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn, rash and irritation listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn, rash and irritation and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 25-jan-2024, a spontaneous report from the united states was received via email regarding a 23-year-old female who used a thermacare menstrual heat wrap. On 26-jan-2024, the consumer provided additional information. On 25-jan-2024, the consumer topically applied a thermacare menstrual heat pad for menstrual relief. Approximately 1.5 hours after applying the product she experienced a rash and burn. She also experienced application site redness and a burning sensation. As she removed the heat wrap the top layer of her skin tore off without bleeding. The area was red and sore to the touch. After she removed the heat wrap, the burning sensation stopped which turned into pain. For treatment, she applied neosporin to the area and then a bandage. As of 26-jan-2024, the area was less sore and overall, her symptoms were improving.